Manufacturer narrative:
The source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited oversensing and pacing inhibition on the atrial channel. A revision procedure was performed and the atrial lead was removed from service. No additional adverse patient effects were reported.